Event description:
The manufacturer received information from a customer that a trilogy evo "ventilator inoperative" condition occurred. The customer states the device alarmed with a red screen and vent inop message. The customer was unclear if the device was in patient use at time of the occurrence or if there was an allegation of patient harm. There was no serious patient harm or injury reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.